Manufacturer narrative:
Batch review performed on (B)(6) 2019, lot 176696, 120 items manufactured and released on (B)(6) 2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Three days after primary the surgeon revised the patient tibial and femoral components for patella implant dislocation. The surgery was completed successfully.